Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported the customer received a motor error alarm. The customer was unable to troubleshoot. Customer has also attempted a battery change, but the alarm persists. No additional information provided.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted; the motor was tested outside of the device and passed. The insulin pump passed displacement, basic occlusion, prime/a33, excessive no delivery and occlusion tests. The insulin pump has cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corners and stained end cap sticker noted.